Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020. Customer¿s blood glucose level was 57 mg/dl at the time of hospitalization. The customer was treated by food and drink at hospital. Customer had low blood pressure as a significant event leading to hospitalization. The insulin pump will not be returned for analysis.